Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. Two stent grafts were implanted and no ballooning was performed at the junction between the two stent graft components. It was reported that the patient had a thoracic aortic aneurysm rupture approximately one month ago due to an endoleak that went unresolved and the patient expired.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, rupture, endoleak), lack of information (unknown cause of endoleak). Evaluation, conclusion: lack of information (unknown cause of endoleak).